Manufacturer narrative:
The events of hematoma and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: hematoma, seroma-late, visibility/palpability, pain, calcification, erythema, anxiety¿product/procedure.

Event description:
Patient reported, "emergency removal of both allergan textured implants" and has "had 5 surgeries due to breast leakage." Patient additionally reported "considerable hematoma", "capsule with copious old liquified hematoma appearing fluid, did not look like a seroma", "liquified hematoma 120cc.", "breast abruptly and severely swelled in size", "sudden right breast swelling", "reoccurring seromas", "seroma aspirations", "postprocedural seroma,", "recurrent postoperative seroma", "aspiration of seroma fluid ranging from 50-180 cc at least 4 times since surgery.", "fluid accumulation", "palpation reveals irregular firm tissues, consistent with underlying capsules, likely with retained seroma", "persistent symptoms which may be due to retained capsules with retained seroma.", "constant aching and pain" "pain", "tender along upper outer pole and lower inner pole. Not a throbbing pain, but the pain does wakes [patient] up at night.", "regions of tenderness to palpation", "continued pain and tenderness". "A concern for the future because the breast tissues are not healing as well as expected". "Concerns for developing another hematoma", "worry that the tissues that are not healing well could become abnormal cells which could tum out to be cancerous in the future", "red spot", "small region of erythema along medial right breast without warmth to the touch or induration", "appears a bit more red". "Some expected mild calcifications bilaterally", "persistent asymmetry", "both breasts have a deflated appearance with various areas of irregularity", "right breast moderately larger than left", "expected degree or ptosis", and "expected areas of contour irregularity". Patient also reported "history of multiple sclerosis ..has had right-sided symptoms including right leg spasms and right throat symptoms that have lead to difficulty with swallowing." Which is not device related. Device has been explanted. This record is for the right side.